Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was not rewinding. Customer¿s blood glucose was 150 mg/dl at the time of incident. Customer was assisted with battery out limit. The insulin pump will be returned for analysis.